Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, upon final release, the valve was completed at the depth of 2 mm and 2 mm. The guidewire was pulled when retracting the nose cone but the wire returned when the delivery catheter system (dcs) was pulled up causing the non-coronary cusp (ncc) side of the valve to be caught on the nose cone of the dcs. Subsequently, the valve dislodged. Using a 35 mm snare, the valve was pulled up and a second valve was successfully implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.